Event description:
It was reported that the drill heated up during testing. This event did not occur during a surgical procedure, there was no pt involvement, no user injury reported, and no adverse consequences alleged.

Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. Internal components were evaluated. The rotor assembly and motor were replaced, and the drill was cleaned for preventative maintenance purposes. The drill was returned to the user facility.